Manufacturer narrative:
Despite attempts to obtain repair information from the hospital, no response has been received. The corrective action for the reported complaint is unknown.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, it was noted the audio alarms were not functional. There was no reported patient injury.